Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. Due to this damage of the electronic module, the device could not be interrogated properly. The battery condition was checked and the battery was found fully charged with a voltage of 3.15v. There was no indication of a premature battery depletion. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The battery condition was found to be normal and as expected.

Event description:
It was reported that the device was explanted and replaced due to eri status approx. 46 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.